Event description:
Boston scientific (bsc) crm received and reported the following info: "this left ventricular (lv) lead was explanted as the device was protruding from the pocket. This lead was explanted. As there are no allegations against the lead, analysis is not required."

Manufacturer narrative:
Method - review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion code: the cause of a conductor fracture cannot be determined based on the info available. There are no suitable tests to evaluate the potential for the lead to have contributed to the event.